Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qhbhea, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: in the event description it was reported: "sutures broken". Please clarify: how many sutures were involved in this single procedure? About 6-7 sutures. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The main result of this unexpected outcome was prolongation of entire cardiac procedure. What tissue was being approximated or sutured when it broke? It has been used during CABG procedure for proximal anastamosis. What was used to complete the procedure? Yes. Please provide the procedure name and date. Cagb procedure done on (B)(6). Note: events reported in 2210968-2021-02617, 2210968-2021-03564, 2210968-2021-03565, 2210968-2021-03566, 2210968-2021-03567, and 2210968-2021-03568.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, the sutures broke. The procedure was delayed about 20 minutes. There were no adverse patient consequences reported. No additional information has been provided.